Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion. Reportedly, there is a pre-erosion of the previously abandoned implantable cardioverter defibrillator (ICD). The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead was capped.